Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that when the pencil was plugged into the generator, the cut function came on and stayed on until the pencil was unplugged. They then moved the pencil to a second generator and the same thing happened. Cut automatically came on again. Between the two occurrences the scrub had placed the pencil so that it was touching the pt's leg. When the pencil was plugged into the second generator and activated the tip was in contact with the pt's skin this resulted in a first degree burn to the right inner calf. No treatment was required.